Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient arrived at unit with foley catheter after surgery. Reporter discussed removing foley once patients flat time ended in 1830. In 1820, reporter attempted to empty foley balloon with empty 10ml syringe and no fluid return was noted, and catheter was compressing on self-negative pressure. Syringe plunger was released and was pulled back to 0ml mark. Reporter attempted to draw back again with the same results. Reporter attempted to pull back on catheter in the event that no fluid was instilled in balloon and met resistance. Reporter attempted to draw back fluid again and was able to pull out 10mls which was waste in the garbage and another attempt to draw back yielded negative pressure and no fluid in syringe. Foley was removed from patient, and the balloon was noted to be partially inflated on one side of the catheter and blood was noted on catheter tip. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient arrived at unit with foley catheter after surgery. Reporter discussed removing foley once patients flat time ended in 1830. In 1820, reporter attempted to empty foley balloon with empty 10ml syringe and no fluid return was noted, and catheter was compressing on self-negative pressure. Syringe plunger was released and was pulled back to 0ml mark. Reporter attempted to draw back again with the same results. Reporter attempted to pull back on catheter in the event that no fluid was instilled in balloon and met resistance. Reporter attempted to draw back fluid again and was able to pull out 10mls which was waste in the garbage and another attempt to draw back yielded negative pressure and no fluid in syringe. Foley was removed from patient, and the balloon was noted to be partially inflated on one side of the catheter and blood was noted on catheter tip. No medical intervention was reported.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received one (1) photo sample. Photo sample showcases a 3-way temp sensing catheter with cut portion of inlet tubing. Visual: received one (1) used 3-way temp sensing catheter with cut portion of inlet tubing without original packaging. Verified material number 119216m and manufacturing lot number ngkr1790. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon concentricity was observed to be 80:20 as compared to attachment 1 of tm0300903 (rev 3). The balloon passively deflated with no cuffing or leaks noted, returning 10ml of solution. This is out of specification which states, balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient arrived at unit with foley catheter after surgery. Reporter discussed removing foley once patients flat time ended in 1830. In 1820, reporter attempted to empty foley balloon with empty 10ml syringe and no fluid return was noted, and catheter was compressing on self-negative pressure. Syringe plunger was released and was pulled back to 0ml mark. Reporter attempted to draw back again with the same results. Reporter attempted to pull back on catheter in the event that no fluid was instilled in balloon and met resistance. Reporter attempted to draw back fluid again and was able to pull out 10mls which was waste in the garbage and another attempt to draw back yielded negative pressure and no fluid in syringe. Foley was removed from patient, and the balloon was noted to be partially inflated on one side of the catheter and blood was noted on catheter tip. No medical intervention was reported.